Event description:
It was reported that the tip of the bd precisionglide¿ needle was broken. The following information was provided by the initial reporter: "customer reported regarding some needles we purchased from bd. On (B)(6) 2023, we discovered a needle with a blunt or broken tip that should not have been blunt. Additional info from customer: (11-aug-2023). Is there any adverse event or serious injury occurred? O no".

Manufacturer narrative:
H6: investigation summary: two samples lot 23029152 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. Both samples from lot 23029152 were unable to be flushed and one showed excess solvent near the female luer while the other sample had excess solvent near the male luer. The customer complaint that the set was unable to be flushed was replicated. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause for occlusion between tubing/female luer and tubing/male luer could be related to the solvent application, excess of solvent due to problems with the mdgn dispensers and/or incorrect use the solvent dispensers by the assembler. The reported failure mode was addressed under the hmo-cef-23017 and approved on (B)(6) 2023 where the mdgn dispensers will be replaced with medical dispensers to avoid solvent application issues. A device history record review for model me5301 lot number 23029152 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd precisionglide¿ needle was broken. The following information was provided by the initial reporter: "customer reported regarding some needles we purchased from bd. On (B)(6) 2023, we discovered a needle with a blunt or broken tip that should not have been blunt. Additional info from customer: (11-aug-2023). Is there any adverse event or serious injury occurred? No.